Event description:
It was reported that the device was used in a laparoscopic cholecystectomy. The clips were malformed and the clips were ejecting from the device. Another instrument was used to complete the procedure. There was no consequence to the patient.